Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in sensing and an increase in capture threshold was noted on the right ventricular channel. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead returned in one piece with the helix retracted. Visual inspection of the lead found damages consistent with the explant procedure. Mechanical testing did not find any anomalies at the connector and helix. Electrical testing¿s did not find any indication of conductor fractures or internal shorts. The field report of low sensing and high threshold was not able to be confirmed.